Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision procedure occurred on this right atrial (ra) lead due to unknown product performance issue. At this time, this ra lead remains in service. No additional adverse effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.